Event description:
Per a technician evaluation, the unit has loose hardware causing it not to fill and have low o2.

Event description:
Dealer states that the unit will not fill a tank correctly. Partially fills and unit will go into low 02 no alarm.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Per a technician evaluation, this unit has loose hardware causing the unit to not fill properly and have low o2 levels.